Manufacturer narrative:
Concomitant medical products - model: dtmb1d4, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed t-wave oversensing (twos) post pace. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.